Manufacturer narrative:
Correction: block b1: adverse event/product problem. Block b2: outcomes attrib to adv event. Block h1: type of reportable event. Block h6: device code a150103 is being used to capture the reportable event of bands premature deployment. Device code a22 is being used to capture the reportable event of bands falling off varix. Impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy for esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported that two bands fired together, and the last two bands fell off the varix. The patient was admitted to the hospital for observation. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6, device code a150103 is being used to capture the reportable event of bands premature deployment. Device code a22 is being used to capture the reportable event of bands falling off varix. Impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy for esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported that two bands fired together, and the last two bands fell off the varix. The patient was admitted to the hospital for observation. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy for esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported that two bands fired together, and the last two bands fell off the varix. The patient was admitted to the hospital for observation. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6: device code a150103 is being used to capture the reportable event of bands premature deployment. Device code a22 is being used to capture the reportable event of bands falling off varix impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.